Event description:
It was reported that on (B)(6) 2011, 3 oic peek cages were implanted into l3/4/5 though 2 cages to every intervertebrals in the preoperative planning. In the operation, the bleeding was increased, so the cage for right side of l3/4 was not implanted. Few days after the operation, the surgeon noticed that the fracture of pedicle and the came off cage from the intervertebral according to the CT image. The surgeon thinks that the cage was came off from the intervertebral because the pedicle was broken during inserting the pedicle screw in the operation and the intervertebral was not compressed properly. On (B)(6) 2011, the came off cage was removed. The surgeon needs the investigation of this cage.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.